Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was failed and had broken. A field service engineer (fse) found that half height drawer one had damaged slides and could not close fully. The fse inspected the machine, replaced the drawer, and configured it. The customer tested the station and confirmed it was satisfactory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was broken and would not close; rails were damaged, and ball bearings had fallen into the back of the machine. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.